Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the helix was stretched/damaged consistent with procedural damage. The helix mechanism/extension length test could not be performed due to the damaged helix. The cause of the reported events was isolated to the helix being stretched/damaged.

Event description:
During initial implant while repositioning, the right ventricular (rv) lead helix was unable to be retracted. The rv lead was explanted. Upon inspection, the helix was visually seen to be bent. The patient was stable.

Event description:
Additional information was received that the right ventricular (rv) lead was replaced to resolve event.